Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06534. It was reported that the patient presented in clinic for a follow up. During device interrogation, low impedance was observed on the ra and rv leads. Insulation abrasion due to clavicle bone friction was confirmed via x-ray on both leads. Both leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
Visual inspection of the lead found clavicle crush breaching the inner and outer insulations and compressing all filars at 28.8 ¿ 29.2 cm from the connector pin . The cause of the insulation break and low lead impedance is consistent with clavicular crush.